Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient had been experiencing discomfort at the ipg site since losing weight. Pre-op, the patient's ipg was found to be inoperable. Troubleshooting was unable to provide resolution. As a result, the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue(s).